Event description:
A pump declared an altitude alarm, though there was no effect on the customer¿s blood glucose level, which did not exceed 500 mg/dl. The incident occurred on a previous day and did not require insulin suspension. Technical support provided tips to prevent future altitude alarms, and the caller was able to resume insulin delivery using the original cartridge.